Event description:
See MDR 1036844-2013-00318 for the first attempt. It was reported that it was difficult to remove the needle over the swg. The event occurred in the ICU and placement was in the auxiliary of a (B)(6) female pt. As a result the swg and needle were removed as a whole. A second attempt was made in the axillary and the same issue occurred again, and the swg and needle were removed. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt. See MDR 1036844-2013-00284 for the third attempt on the pt. Per returned sample the swg is severely kinked.

Manufacturer narrative:
(B)(4).